Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 71661 were returned and analyzed. The data files showed that at least 6 injections were performed with the returned balloon catheter on the date of the event with system notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ triggered on one application. Also, 8 injections were performed with a different balloon catheter on the date of the event with no issue. Visual inspection of the returned balloon catheter showed traces of blood inside the balloons. The catheter failed the performance test due to system notice (B)(4) right after connecting to the console. Dissection and pressure tests showed a kink and leak at guide wire lumen in the balloon segment 1.01 inch from the tip. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced without issue. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.